Manufacturer narrative:
(B)(4). The device history record review for the device involved in this complaint shows that the product was assembled and inspected according to our specifications. The investigation summary: the device received (concha column 382-10) was evaluated for alleged low water alarm issue. Investigators simulated a setup with the sample column, a 1650ml water reservoir, a neptune heater. The column was placed in a neptune and connected to a full 1650ml water bottle. Water immediately filled the lower tube, and flowed into the column. Neptune heat and active ventilation were initiated. There was no low water alarm with the full water reservoir. Then the column was set up with an empty water reservoir bottle. The low water alarm did turn on as is expected and as intended by design. Instructions for use for this product instructs the user, "to insure that the initial water flow through the lower tube is not blocked by surface tension in the check valve, squeeze the bottle slightly." The complaint was not confirmed as the column functioned as intended. No corrective/preventative actions are assigned.

Event description:
The customer alleges that the neptune is not registering low water.